Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, the left ventricular lead exhibited high capture threshold. It was believed that the high capture threshold issue was related to the patient¿s anatomy. Upon review, the lv lead found to be slightly dislodged. No other electrical anomalies were observed. The lead was explanted and replaced. The patient was stable throughout the event.